Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm was noted during testing. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test noted. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window. No moisture damage was noted on the electronics assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer also reported a button error. The patient's blood glucose level was 144 mg/dl at the time of the incident. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.